Event description:
Upon return to the short stay unit from endoscopy, the staff found the patient's IV bag with a larger than 2.5 cm opening in the upper seam of the IV bag. Potential for infection due to the open system. No harm noted at this time.